Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was "unsure pump is delivering the right amount." There was no reported impact to the customer's blood glucose level. In addition, it was reported that undefined battery issues occurred. Customer declined to troubleshoot with tandem technical support, therefore additional information was not obtained and allegations could not be confirmed.